Event description:
The following descriptions of the event were documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "[User facility rep.] Called and stated that the patient was "shocked" by the system during rem sleep. Then in the am patient stated that he was dreaming it. Stated it was his chest, neck and head that he felts the shock in. No power outages, generator tests, or electrical storms were noted during the test. No computer crashes or other incidents occurred during the study itself. Isolation transformer is in use. This is an old omega 24 system where the amp is powered from the internal board in the computer. Rep would like a call back from a supervisor and to speak with an engineer to discern whether this could have actually happened." "Patient was sleeping and having a dream, the patient called out to the tech and stated that they got shocked to the head, neck and chest. The tech asked if he was dreaming this and he said no, but she couldn't be sure he wasn't."

Manufacturer narrative:
A letter was sent via fax to the user facility requesting additional information concerning the reported event and the condition of the patient. As of the date of this report there has been no response from the user facility. The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on information documented by a viasys tech support specialist in response to a phone conversation with a user facility representative.